Event description:
The report indicated that following approx 2 days of use, the clinician noted leakage from the sampling port. The oxygenator was changed out with no pt injury. The device was used for an off-label indication and beyond the label claim of 6 hrs of use.